Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip. A piece approximately 2.92 mm x 5.14 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the mega suture cut needle driver instrument was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material missing or detached from portion of the device that enters the patient's body.